Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however the touchscreen issue could not be evaluated due to the malfunction issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touchscreen times off too quickly. The customer had not tested blood glucose levels at the time of the event. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.